Manufacturer narrative:
(B)(4). Batch #: u5dn3z. Component code: mechanical(g04) a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel within jaws was proximal to cut line? Yes can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes what actual vessel was being transected when issue occurred? Pa how and where is the optilube jell being applied? Please note it is not indicated for this use. On stapler jaws does the surgeon routinely wait 15 seconds prior to firing? Yes were any staple formation issues noted throughout care of patient? Unknown was the device being used through a trocar or intercostal? Intercostal what is the current patient status? Good if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with an echelon 35 misfire, the result is a vats case converting to a thoracotomy. The feedback from the scrub staff and the surgeon is that the staples didn't close fully leading to bleeding from the staple line. The gun had been fired previously on a vessel with no issues. Then there was further information which was ¿I washed the gun before loading to ensure so stray staples weren't in the gun before loading the next staple cartridge. I loaded the next cartridge as usual and applied optilube gel as usual and handed to the gun to the surgeon. I didn't hear any noises or anything unusual but when the gun was removed the surgeon said straight away that something wasn't right the staple line was oozing and blood was coming out. When the surgeon inspected it further it began to bleed a lot more at which point he said we are going to need to open. At this point we converted from a vats procedure to a thoracotomy. We opened a second stapler and used different reloads to complete the procedure. It's hard to determine how much extra time this takes but did mean the patient had much more invasive procedure with a larger wound. It take much longer to make and close incision for a thoracotomy.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. D4: batch # u5dn3z. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads (b and c) were received fully fired. The reload (d) was received unfired. The device was tested for functionality in the straight position with a returned reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the hemostasis intervention and malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.